Manufacturer narrative:
H3/h6: the following components were returned to the manufacturer for analysis: standalone pcb, relay, and pcba supply board. None of these components had any failures and therefore the reported issue could not be confirmed with this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: see a1-a3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000523, serial/lot #: (B)(4); product ID: bi71000577, serial/lot #: (B)(4); product ID: bi71000225, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system would boot up fine, then after sitting a while, the pendant would go back to the 3 bars screen and the generator bar had a red x. Tracked the issue to the 24v power on signal not getting to all the boards. The supply board, k1 relay, and isolated stand alone board were replaced. Products bi71000523, bi71000577, bi71000225 were returned to the manufacturer. Analysis has not been completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take a 2d image the system would go into stand alone mode. They turned off both systems and unplugged the lemo connection between the two systems. Once both systems were powered on and the image acquisition system (ias) entered stand alone mode they plugged the lemo cable in and they were able to get the system to initialize. They acquired the ap image but were unable to acquire the lateral image. They verified the system moved to the lateral position. The issue extended the surgical time by less than 1 hour and the use of navigation was aborted. There was no impact on the patient outcome.